Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error. There was no patient harm. This issue occurred in the same case as complaint (B)(6) and this iabp unit was used as a first device in this case. After this issue occurred, another iabp unit (second device / reported in complaint (B)(6)) was used to continue iabp therapy. Related complaint ot 495477/mfg ref. #2242352-2021-00572.

Manufacturer narrative:
Updated fields: (brand name), (event site postal code - (B)(6) (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) evaluated unit and confirmed cause of the automatic filling error was iab rupture. The pneumatic interface module (pim) was replaced.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error